Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that a manufacturer¿s representative¿s (rep) clinician programmer told them her stimulation was off even though her patient controller showed it was on and she felt stimulation. The patient reported that anything they do it showed her stimulation was off even thought she could feel it and she could control it but they couldn¿t tell it was on. The patient reported that they changed her programs and can ¿do all their stuff.¿ the patient also reported that her healthcare provider (hcp) was aware and previously thought she was turning the ins off. On april 8th, 2019, additional information was received from the healthcare provider (hcp). The hcp reported that the problem is the clinical history feature of the implant battery. The hcp reported that the problem had not resolved. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the caller stated reports/diaries are showing no stimulation usage for the last 30 days. The caller stated the patient was reprogrammed a few times since this was initially discovered, time/date has been updated with the tablet, but when the patient comes back in, the time/date are incorrect again, and the tablet continues to show no stimulation usage. The caller stated this initially happened after the patient had a "test" and a manufacturer representative (rep) interrogated the patient's ins and noticed the date/time was incorrect. The caller stated they will be meeting with the patient this afternoon. No further information was reported.